Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) male pt was receiving check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon eval the red wire (-5 v) was shorted inside ECG "b" due to a lifted pad. This caused the monitor to display check belt messages. The root cause for the lifted pad in ECG "b" could not be positively identified. No adverse event resulted from the lifted pad. The pt was issued a replaced electrode belt.